Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Pt reported that sensor was removed because from 6am to 4pm reading stayed at 126mgdl but don't remember getting any error message.

Manufacturer narrative:
(B)(4).